Event description:
Health care professional reports "several" leaks in pump segment tubing of cycler sets used in hospital setting. Treatments were discontinued at time leak was noted. Per health care professional prophylactic antibiotics were administered and no pt injury reported.